Event description:
Neonatology dc note: " acute rds (respiratory distress syndrome) of newborn, foreign body in airway admitted on bcpap (bubble continuous positive airway pressure) 6, 28% fio2 (fraction of inspired oxygen). Cxr c/w rds (respiratory distress syndrome). Initial abg 7.27/52/56/24/-3. Surfactant not given initially. Intubation attempted by rt (respiratory therapist) and nnp (B)(6) and 2.5 ett would not fit through vocal cords. On (B)(6), changed to ninava (neurally adjusted ventilatory assist) for apnea. Intubated (B)(6) for apnea, placed on acpc, curosurf given (on dol 7 (dol 7 (measurement of pain on a scale of 1 to 10)). Three-day course of lasix given (B)(6) 2023. Xopenex started (B)(6). Remained stable but static on acpc, so started prednisolone protocol (B)(6). Weaned to inava 1/4. Unplanned extubation 1/7. Failed trial of niv due to retractions and bronchospasm. Re-intubated without difficulty but mild airway edema noted. Radiologist 1/7 noted additional tube on cxr and had discussion with nurses about removing external tubes. Repeat cxr for frequent desats (desaturation) on (B)(6) showed additional tube coursing in path of left main stem bronchus; (B)(6) noted to have diminished breath sounds on left side; since no external devices present, this tube is presumed to be sheath from stylet from intubation 1/7. Wellstar ent notified; recommended transport to (B)(6) for removal of stylet sheath from bronchus. Dr.(B)(6) at (B)(6) was called and accepted baby for transport; requested change from inava to acpc for transport (changed to rate 45, 17/6, fio2 0.32). (B)(6) was called by dr.(B)(6) and notified of foreign body in airway and she gave verbal consent for transport to (B)(6)."